Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with a malfunction with the "incest clamp". During service evaluation, the reported condition was identified as an "insert slide clamp alarm". This condition had the potential to interrupt delivery. This condition was found in the biomed department upon power up. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and reproduced during service evaluation. The quality engineer has identified corrosion on the sensor contacts as the assignable cause. The safety clamp sensor contacts were resoldered to correct the reported condition.should additional information become available, a follow-up medwatch will be submitted.